Event description:
It was reported that the driveline (dl) cable/sheath was damaged. The outer sheath of the dl was torn approximately a month ago due to unknown cause. It was noted that the patient did not have any alarms or problems, and servicing to be performed. The dl remainsin use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the outer sheath, the strain relief and the inner lumen, resulting in exposed wires in the strain relief area. The visual evidence also revealed a self-repair and discoloration of the outer sheath. The self repair likely led to the observed discoloration. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the risk documentation and historical review of similar events, possible root causes of the strain relief damage may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the observed driveline sheath damage and inner lumen damage may be attributed to handling of the device and/or wear over time in the area of the damaged strain relief. Based on the available information, the most likely root cause of the observed discoloration may be attributed to the observed self repair. The most likely root cause of the observed self-repair event can be attributed to the improper handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for details reported in regulatory report 3007042319-2024-03370, which will now be captured and reported within this regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a log files data review was requested and a vad stop was observed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) hw31380 was not returned for evaluation. There was no evidence that vad (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the outer sheath, the strain relief and the inner lumen, resulting in exposed wires in the strain relief area. The visual evidence also revealed a self-repair and discoloration of the outer sheath. The self repair likely led to the observed discoloration. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the risk documentation and historical review of similar events, possible root causes of the strain relief damage may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the observed driveline sheath damage and inner lumen damage may be attributed to handling of the device and/or wear over time in the area of the damaged strain relief. Based on the available information, the most likely root cause of the observed discoloration may be attributed to the observed self repair. The most likely root cause of the observed self-repair event can be attributed to the improper handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that servicing was performed. It was noted that the outer sheath under the strain relief was completely cut off, and the inner lumen was also observed to have detached.